Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement issues. Device exhibited failure to capture and high capture thresholds. Patient experienced bradycardia. No additional adverse patient effects were reported. The product was returned or analysis. Product analysis determined that the device met specification and did not confirm the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement issues. Device exhibited failure to capture and high capture thresholds. Patient experienced bradycardia. No additional adverse patient effects were reported.